Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently implanted on (B)(6) 2023. On (B)(6) 2023 the site withdrew care and the patient expired. The cause of death was multi-organ failure, cardiogenic shock, and biventricular failure.

Event description:
The outcome was considered to be device or therapy related.

Manufacturer narrative:
E1 - reporter email: (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6)., and the reported events could not be conclusively determined through this evaluation. Review of the relevant sections of the device history records of (B)(6). Showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.